Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Moisture damage found on the board. No numbers ramping up noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and missing end cap sticker. Unit passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer stated that they received a no delivery alarm. The customer had a blood glucose level was 90 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis